Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during withdrawal, the balloon shaft was bent inside the body after being pushed on and when the physician pulled back, the shaft broke into 2 pieces. The procedure was completed with a different device. There were no patient complications reported.